Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extensions were in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The patient had disconnected prior to the alarm. Proper disconnect procedures were used, and the patient reconnected. The technical service representative (tsr) had the home patient (hp) the power cycle the machine. The tsr explained that the machine alarmed due to a possible introduction of air into the lines. The tsr advised the hp would have to start over with new supplies and contact his registered nurse about the event. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.